Manufacturer narrative:
Additional information: h4, h6, h11. Correction: b5, e1 email, f10/h6: component codes (replace code). B5: upon further clarification, one (1) buretrol solution administration set had the tip of the burette tube (vent) that was broken. H4: the lot was manufactured on october 2023. H11: the actual device was not available; however, a photograph of the sample and retained sample were evaluated. Visual inspection of the photograph was performed which noticed that the luer plug of the burette vent was broken. Visual inspection of retention samples did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak testing was performed on retained samples and no leak was observed; the retained samples were conforming product. The reported condition was verified on the photo sample; however, not verified on the retained samples. The cause was due to a defective material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) buretrol solution administration sets were broken. The broken tubing was observed prior to patient use. There was no patient involvement. No additional information is available.